Event description:
It was reported that perforation occurred resulting in loss of capture and sensing. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis was normal. No anomaly found. A lead tip stiffness test was performed and found to be within specification.